Event description:
The customer contacted nephron pharmaceuticals corp regarding an adverse drug experience and product complaint on (B)(6) 2013. The customer reported that the ez breathe atomizer failed to product an aerosol of asthmanefrin inhalation solution to alleviate his asthma symptoms; furthermore, the pt added that he experienced and asthma attack and was admitted to a hospital for treatment as a result of the atomizer failing to function.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received.